Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life, scratches on the screen, insulin flow blocked alarms and the insulin pump worked slowly. The customer reported no adverse event. The event involved products mmt-442ag, mmt-342g, and mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-442ag, mmt-342g, and mmt-1884.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: single scratch on the lcd window, scratched case. The scratch on the lcd window is minor; it is not difficult to read and navigate the menus. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Although the adapt tool does list both some battery related alerts/alarms and some delivery related alerts/alarms, they all occur at least 3 days after the event date. The adapt tool does not list any delivery related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The batt tool lists the following low battery/battery insertion cycles in reverse chronological order: battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 08:51:00 after more than 7 days at 15.3 days; battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 12:55:00 after more than 7 days at 16.92 days; battery cycle 1.0 received the low battery alert (104) on (B)(6) 2025 11:03:00 faster than expected at 2.12 days. The last cycle is less than 7 days, and this means the pump fails the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of short battery life was confirmed but that of insulin flow blocked alarms was not confirmed in the pump's history. The short battery life is suspected to be due to a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.